Manufacturer narrative:
Device evaluation: thrombus was confirmed upon evaluation of the returned pump. Loose depositions of clotted blood were present in the outflow elbow and in between the inlet stator blades. A tissue-like deposition was present on the rotor inlet section. The deposition¿s lack of laminated layering indicates that it did not develop in this location; however, it¿s areas of dark hard denaturation suggest that it was present for an undetermined period of time while the pump was operating. Small tissue-like depositions were also present on the interior of the blood tube and on the proximal side of the outlet stator. Both depositions lacked lamination, lacked denaturing, and did not appear to have originated in these locations. Although a specific cause for their development could not be conclusively determined, the observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombosis, hemolysis, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age was not provided. (B)(4). Approximate age of device ¿ 1 year, 5 months. (B)(4). The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) medical centre, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient felt slightly weak compared to normal and noticed dark urine. The patient was admitted to the hospital on (B)(6) 2016 where blood test showed a very high lactate dehydrogenase (ldh) level of approximately 5000 u/l. Pump parameters were reportedly fairly normal, but pulsatility index had dropped to 1.7-2.0 from 3-4, and the creatinine level was high. An echocardiogram showed left ventricular dysfunction and flow disruption towards the inflow cannula. IV heparin and a saline infusion were started on (B)(6) 2016. It was reported that there was no improvement on the morning of (B)(6) 2016; therefore, the device was exchanged. On (B)(6) 2016, the patient expired reportedly due to right ventricular failure and hypotension. There was a suspicion that the right ventricular failure might have been present prior to the pump exchange and the cause for the issues. It was reported that the second pump had been functioning as expected. No further information was provided.